Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: the manufacturing history (DHR) shows no irregularity. Corrosion of video connector was noted. Wear of output connector was noted. Omsc guessed that the reported event was caused by aging. There is possibility that the aging was caused by user handling or environment. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became too dark to see. There was no report of patient injury associated with this event.